Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Asae/major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. A4 is unknown.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. The nurse reported that the patient had been bleeding from the impella insertion site. The patient received one unit of packed red blood cells and platelets. The site continues to ooze, and the patient is being monitored. The patient remains on support.

Event description:
The impella 5.5 was placed via the axillary to support the patient admitted in with acute myocardial infarction and cardiogenic shock. The 65 year old patient had first been on an impella cp and was then escalated to the 5.5 for more support needed. The 5.5 was supporting when there was bleeding noted a the pump access site. The team infused back to the patient 1 unit of red blood cells and platelets. The ooze was monitored as it persisted. (B)(6) 2026 : additional information received that after 13 more days of support the pump was observed to have thrombosis. The clot was present and the lytic tpa was given. On day 15 of the support the pump was explanted. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
Section b5, d6b and h6 codes were added based on additional information.